Event description:
A vaxcel pasv port was placed for the infusion of therapeutic medication in 2003. At a later date, the pt began to experience pain during a routine flush. The pt was then brought in 2004 to have the port removed. It was then discovered, after removal of the port, under fluoroscopy, that the port had fractured and migrated to the pt's liver. The fragment was removed through the jugular vein then down into the hepatic vein.